Event description:
Olympus was informed by the materials manager at the user facility that ¿at the tip there should be a plastic angled attachment to the inner sheath and that it is missing¿. The customer reported issue was found during an unspecified event. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the event but no information has been received to date. The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, the ceramic insulation tip was found broken off. The cause of the broken beak cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to b5, g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Probable causes of the damaged insulation material of the sheath include: thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. However, based on the results of the investigation and the damaged pattern, it¿s likely the insulation tip damaged occurred due to mechanical thermal influence. It¿s unknown if there was previous damage on the device or if the damage occurred during last reprocessing or last usage. A final root cause of the event was unable to be identified. The following is included in the instructions for use: ¿before use warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter which confirmed the broken device was discovered after a case. It¿s unknown when the broken tip occurred, as the device was not used the day it was found. The initial reporter confirmed the broken tip did not occur during a procedure.